Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that they were not able to clear the alarm. Customer stated insulin pumps buttons did not begin to work in less than 5 minutes without battery change. Customer stated insert battery alarm did not appear on pump screen and insulin pumps screen did not turn off. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be return for analysis.

Manufacturer narrative:
Device received with critical pump error, problem isolated to electronic assemblies. Unable to verify broken force sensor was detected during seating or regular delivery alarms or frozen screen anomaly due to critical pump error(open book image).